Event description:
Additional information from the consumer reported a malfunction of the device led to the recharger and the programmer not connecting to the stimulator. The device was to be replaced (B)(6) 2016 to resolve the issue.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they ran two physician mode recharge (pmr)s and pulled the battery out of overdischarge. The patient was charging normally at the time of the report. It was noted that the rep would continue to charge and clear the power on reset (por).

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had poor communication on the patient programmer and he was also unable to communicate with the recharger. The patient last felt stimulation on (B)(6) 2016. He tried to recharge on (B)(6) 2016 but it would not connect. The patient noticed that the programmer would not connect on (B)(6) 2016. He did not know when the last successful recharge session was. The patient was to follow-up with a health care professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.